Manufacturer narrative:
Hvad pump (B)(4) was not returned to heartware for evaluation. This complaint is associated with a clinical adverse event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of the controller log files until 3 days prior to the reported event date revealed a slight rise in power consumption with no alarm logged. Analysis of the explanted pump by the site revealed the presence of thrombus and sander marks within the pump, thus confirming the reported event. However, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. With review of the available information there is no indication of any device malfunctions or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Additional information reported that the patient was discharged and is at home. The patient kept the explanted pump. Analysis done by the hospital: the examination of the explanted pump by the hospital showed a thrombus that completely changed the blood flow channel of the pump, as well as grinding marks on the rotor. The analysis performed by the hospital reported that pump flow and power consumption seemed normal in the history, no alarms. The acoustic analysis showed a significant "3.harmony (thrombus on the rotor). In the log file reader there was seen a strong drop of the flow pulsatility on the 16 april 2015". Thrombus in the front or inside of the inflow cannula was suspected. Lysis with aggrastat was not successful. On 24 april 2015 there was an increase of power consumption and of the hemolysis parameters. There had been no significant change in the inr. The report from the site documented the following: "bigger thrombus on the rotor, which caused with his mass the 3rd harmony. The thrombus closed one of the flow channels of the rotor and a lumen of the inflow cannula. The reduction of the real flow through the pump and the decrease of the pulsatility are reasonable explained with this. The hemolysis parameters were in the beginning with ldh 350u/l not unusual, but were double compared to the patient's previous values. Due to a position change of the thrombus after approximately a week after the first sign, the rotor might have been pushed down that there was a contact between the housing and the rotor, which has caused the sander marks. The sanding explains the increasing of the power consumption starting 24 may 2015 and the increasing of the hemolysis parameters. Without acoustic analysis, just with the clinic of the patient and the system values (pulsatility is not shown on the monitor), the pump thrombosis would have not been detected. Only after a week, when the power consumption and the hemolysis parameters increased, the diagnosis "pump thrombosis' was obvious." High watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump. Hemolysis may be due non-device related causes or shearing within the pump, and may lead to the disruption of the integrity of the erythrocyte membrane. Thrombus and hemolysis are known potential complications associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The manufacturer will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report. Serious and life threatening events have been associated with the implantation of a ventricular assist device. These surgical procedures are associated with numerous risks. All vad patients face risks including, but not limited to: device thrombosis and re-operation. Device not returned.

Event description:
It was reported from (B)(6) by the clinical specialist that on (B)(6) 2015 a patient came into the outpatient clinic for a routine examination. The system parameters, clinical outcome and lab results were unremarkable. On the basis of an acoustic analysis a pump thrombosis was "detected". The patient was hospitalized and started on lysis therapy. On (B)(6) 2015 the hemolysis parameters rapidly increased, at that time a pump exchange was performed.